Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited low r wave sensing due to lead dislodgement. The lead was explanted when repositioning was not successful. The procedure was completed with success and the patient condition was good.